Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient was constipated and has blood on bandages. The patient reported couple days later that the fluttering was annoying. The patient was assisted in turning down the stimulation from 1.5 to 1.3. Patient stated she couldn't tell if the fluttering was better. Patient got bandages replaced yesterday but took a shower and now felt the wires may have moved. Additional information reported 5 days later indicated that patient was having discomfort and pain at current stimulation setting level. It was not patient stimulation possibly too high. The patient was encouraged to lower it down and contact healthcare provider for symptoms. The issue reported was not resolved at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.